Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and observed damage to the insulin pump keypad, screen and battery side and also label was missing in the insulin pump. The customer reported blood glucose value of 38 mg/dl and was initially treated with orange juice and then went to emergency room and admitted to hospital greater than 24 hours while reporting symptoms like feeling unwell and seizure. The event involved product(s) mmt-7040a, mmt-332a, mmt-242a, mmt-7841zn, mmt-1884l. Troubleshooting was performed and the customer had been using the insulin pump within 48 hours of the reported event and the auto mode feature was active at the time of the event. No further patient complications were reported. The products mmt-7040a, mmt-332a, mmt-242a, mmt-7841zn, mmt-1884l will not be returned for analysis.

Manufacturer narrative:
The pump was received with a minor cracked lcd window, a keypad overlay peeling, a cracked battery tube threads, a cracked case behind the pump near the battery tube compartment and a serial number label missing. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08715 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 11/12/2025 to 12/28/2025. There was no data available to verify unexpected alarm(s)/suspends and daily total of basal/bolus delivery for the event date of 15-aug-2025. There was no data available to verify unexpected pump error(s)/alarm(s) 1 week prior to the event date of 15-aug-2025 in the formatted history file. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.73 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a missing display window/cover. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Cosmetic damage was confirmed at the serial number label, keypad overlay, screen/display window and case - battery compartment of the pump during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.